Manufacturer narrative:
One healicoil regenesorb 5.5mm suture anchor with 2 ub-bl sutures device was returned for evaluation. The reported broken anchor was not returned. Pertinent clinical details were not included in the report such as what procedure was being conducted, what the bone condition was, what type and size tap was used for the prep site. The reported event indicated the threads on the anchor broke while the anchor was being deployed. The anchor can be damaged if more torque is required to insert the anchor due to the hole size and depth are incorrect for the bone conditions encountered. If the patient¿s bone condition is not appropriate the insertion site needs to be appropriately prepared. No root cause associated with the manufacture of this device could be supported nor proven. A device history record review was performed and no manufacturing deficiencies were identified. A complaint history search found no additional complaints for this batch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the threads on the anchor broke while the anchor was being deployed. All broken pieces were removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.